Manufacturer narrative:
The edwards sapien 3 thv, commander delivery system and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a previously implanted tricuspid surgical ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the failed bioprosthesis, uneven distribution of calcium, bulky or severe calcification, and valve under sizing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl could not be confirmed. However, patient factors and/or the mechanisms described above are likely contributing factors for the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post implant of a 29mm sapien 3 valve within a preexisting ring in the tricuspid position using transcarotid approach, tee confirmed severe paravalvular leak. There was no significant pericardial effusion. Closure of the pvl was attempted with an aso device which did not improve the leak. The device was removed and 2 plugs were placed, resulting in mild residual tricuspid regurgitation. Six (6) days post procedure, echo showed a well seated percutaneous valve in ring in the tricuspid position, trace valvular and mild paravalvular tricuspid regurgitation, adjacent to plugs, and small likely physiologic pericardial effusion. The patient was discharged home.